Manufacturer narrative:
H11 : please retract this report 2135147-2024-05663-00, the same issue was previously reported as 2135147-2024-05664-00. All further communication related to this event will be provided under 2135147-2024-05664.

Event description:
This file is duplicate of (B)(4).

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for implant using an unknown delivery system. The annular dimensions of the native valve was perimeter 68.3 mm and area 365.2mm and there was sufficient amount of calcium present to allow anchoring of the device. During procedure, the valve was snared out of the aortic valve position due to retainer tab wasn't fully released. They tried rotating the delivery system handle, both away from the operator and towards the operator and the wire was pulled back into the delivery system. A new 25mm navitor valve was implanted. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.